Event description:
It was reported by the pt that at the end of her pd treatment she found fluid inside the cycler cassette door. The pt did not require medical intervention. Her effluent has remained clear. Sample was not returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls wee within specification.